Manufacturer narrative:
The customer found that the diluent line to manifold 4 (mf4) was disconnected and reconnected the line which fixed the leak. A bec field service engineer (fse) arrived on-site and found the instrument operational. The fse added wire tie to secure diluent supply line to mf4. Failure mode: disconnected diluent line to mf4. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak coming from the coulter lh 750 hematology analyzer. The volume of leak was 30 cubic centimeters (ccs) and was not contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.